Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system had been unable to deploy for draping. Troubleshooting first focused on whether an error condition was preventing deployment, and it was noted that errors had occurred on the second arm and that it had been disabled. It was then found that remote connectivity had not been established, and the network connection was restored by replacing the ethernet cable. Log review afterward showed errors related to the cannula amount on the second arm, and the second arm remained disabled so the system could be operated as a three-arm configuration. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.